Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt exhibited signs of hemolysis and was treated with tpa. The hemolysis resolved.

Manufacturer narrative:
Based on the information available to the manufacturer, a correlation between the device and the reported hemolysis could not be confirmed. The patient remains ongoing on lvad support and no further related issues have been reported. Hemolysis is listed in the device¿s approved labeling as an adverse event that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.